Event description:
It was reported that, on an unknown date, that the tip of the inner shaft for extraction screwdriver sheared off during surgery while being used on a patient. It was reported that this event did not contribute to death or serious injury. It was reported that this event had no impact on the patient. No further information is available at this time. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. It was reported the tip of the device sheared off. No service history review can be performed as this is a lot controlled item.

Manufacturer narrative:
Subject device was received with the inner shaft having a fractured thread. Only 0.45mm of thread is left on the returned inner shaft. There are some minor scratches on the surface and the etching has some oxidation. One inner shaft for extraction screwdriver (part number 03.613.004) was returned with a complaint category of broke. The vectra system includes this extraction driver to remove screws from existing constructs. The inner shaft threads into the inner thread of the screw. The inner shaft for extraction screwdriver was received with the distal threaded tip fractured and with approximately 0.40 mm threads remaining. The design is adequate for its intended use and did not contribute to this complaint condition. This complaint is caused by applying a bending moment (force applied perpendicular to the axis of the instrument) when the force exceeded the tensile strength of the threaded region of the shaft. If the threaded shaft is not fully tightened down to the screw as described in the j8275-c technique guide it could cause the threaded tip to break. Therefore, this complaint is invalid from a design perspective. Blank fields on this form indicate information that is unknown, unavailable or unchanged.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the manufacturing records has been requested. Placeholder.

Manufacturer narrative:
A review of the device history records states that the product conformed to all requirements. No ncrs were generated. The device history records show no issues during the manufacture of the device that would contribute to the complaint condition. Subject device is currently in the evaluation process. Investigation is on-going; no conclusion could be drawn. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
This is report 1 of 1 for complaint (B)(4)

Manufacturer narrative:
Device was used for treatment, not diagnosis.subject device was received broken at the threads. Instrument is not repairable due to being broken at the threads. The cause of the issue is unknown. There are no known ncrs associated with this part and lot number. (B)(4).